Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2019 they had a patient with a connected arterial line to an arterial sheath and states that the patients line became disconnected at the end of the tubing and dropped to the ground. The customer states that there was not an audible alarm and that the numeric was a (?) And it did not give any type of alarm. On (B)(6) 2019 customer states that they had tried to reproduce the event on a live pig and was able to get an alarm only when the tubing became dislodged and stayed on the patients bed. They describe that the patients monitor did not alarm when the tubing dropped below the patient to the ground. There was no adverse event.